Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that during a procedure, no saline water came out from the hand-unit. Another hand-unit was used to complete the procedure. Additional information was received on (B)(6) 2016. Stating that the event occurred during surgery on (B)(6) 2016. There was no harm to the patient or operator and there was no delay in surgery.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. Review of the device history record identified no deviations or anomalies. Product examination could not be performed due to the state of this unit upon its return. The batteries and battery contacts inside the battery pack had become corroded to the point of failure. This unit was returned with fluid in the packaging. This complaint is non-verifiable. There were 105 closed complaints that used the same risk management file as part of their respective risk assessment. The scope of this search includes all part numbers containing this risk management file. With the information provided, the root cause cannot be determined.